Manufacturer narrative:
Philips service replaced or upgraded parts and resolved the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was down due to suspected power supply or flexpc issues on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.